Manufacturer narrative:
Returned product analysis revealed residual dried blood and contrast media present throughout the shaft of the catheter. Due to the condition of the catheter, testing relative to the reported deflation difficulties could not be performed. No material or mfg deficiencies were noted.

Event description:
During a post stent dilatation procedure, the balloon would not deflate. No pt injuries or complications occurred.